Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) reported a power on reset (por) after passing through security at the airport. The patient went on holiday where they went through security at the airport. According to the patient, the pain came back after that. They were not able to connect to their stimulator. Factors that may have led or contributed to the issue was electromagnetic interference (emi). Troubleshooting included the patient came back to their physician after holiday where the stimulator stated por. The stimulator was restarted with the clinician programmer. The issue was resolved where no surgical intervention occurred or was planned. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.